Manufacturer narrative:
Concomitant medical product: sedr01 ipg, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited decreased sensing and increased thresholds. It was further reported that the right ventricular (rv) lead exhibited an insulation breach. Both leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited decreased sensing, insulation damage, high thresholds and increased thresholds. It was further reported that the right ventricular (rv) lead exhibited an insulation breach and high thresholds. Both leads were capped and replaced. No patient complications have been reported as a result of this event.